Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose after switching to his old device. Customer's blood glucose was 400 mg/dl. Customer was on antibiotics. Device had alarmed no delivery alarm. Battery would only last for two days. Battery cap had been replaced. Device had passed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.